Event description:
It was reported that the bi-ventricular (biv) implantable cardioverter defibrillator (ICD) may have reached the recommended replacement time (rrt) indicator early. A charge circuit timeout had also occurred. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947, implantable tachy lead, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analysis of the battery from the returned device has concluded. Based on the destructive analysis results, no internal short occurred in the battery. The li anode showed localized discharge along the edges and severing in turn 5.